Manufacturer narrative:
A field service engineer (fse) went to the customer site on 06feb2025 and replaced the data acquisition (da) printed circuit board assembly (pcba), the 3rd solenoid valve, and the oxygen (o2) solenoid valve. Following the part replacements, the fse completed performance verification test (pvt) which the device passed. The device was returned to use.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent: proximal pressure sensor auto zero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The issue was found by a field service engineer (fse) within the device diagnostic report (drpt) while the device was being evaluated. The customer has been provided with a quote for onsite service and replacement parts. This investigation is ongoing.